Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, snubber board, and the generator board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently had no video image. No patient injury was reported.